Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damages. The device turned on using customer's batteries. An led segment did not light up during start up due to an open circuit across the nodes on the system circuit board. The unit was found to audibly alarm during alarm conditions. The device was verified operationally and functionally. The device was able to obtain spo2, pi, and pulse rate readings. However, the measured values displayed on the screen could not be read correctly due to the missing led segment. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event.

Event description:
The customer reported the lower screen is not working. No patient impact or consequences were reported.